Manufacturer narrative:
The log file of the affected device was provided and evaluated for investigation. Based on the log file analysis the reported event could be confirmed. However, according to the log entries it is assumed that the (B)(6) 2020 was the date of event other than reported. Due to a loss of internal power the device performed a restart on that date. A faulty power supply could be identified as root cause of the reported event. During operation on mains power the savina 300 periodically checks the internal battery. If the voltage drop of the battery is unexpectedly strong during this check, the device performs a reboot and generates an acoustical alarm. In case a ventilation was active at that time, the pneumatic system would open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After approximately 12 sec the savina 300 would continue ventilating the patient with the last settings. As reported the replacement of the power supply and the internal batteries performed on-site remedied the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on patient, the device shut down with alarm "intl battery failed". There were no patient consequences reported.